Event description:
Patient came to dr complaining of pain and instability for almosst 1/2 of a year. Dr. Diagnosed a loose patella and/or disassociation of the plastic part from the metal backed part. The patella component had disassociated from the metal backing and the tibia insert was worn and appeared delaminateddevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.